Event description:
It was reported that the patient was experiencing altered mental status, hallucinations and confusion. All programming and event logs were verified as correct. No motor stalls, memory errors, etc. The health care provider stated last refill was approximate 1 month prior to the call. The patient was on other oral drugs as well. The patient had radiology. The drugs delivered in the pump were fentanyl and baclofen. The patient outcome was unknown.

Manufacturer narrative:
Concomitant product: product ID 8703w, serial # (B)(4), implanted: (B)(6) 2001, product type catheter; product ID ne u_unknown_prog, serial # unknown, product type programmer, physician. (B)(4).